Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, when the subject coil was advancing in the microcatheter, the subject coil was observed under the fluoroscopy to be broken (at distal part). The medical intervention was performed to remove the broken part and introduce with another coil resulting 30 minutes surgical delay. The procedure was completed with a new coil. No further information is available.

Event description:
It was reported that during procedure, when the subject coil was advancing in the microcatheter, the subject coil was observed under the fluoroscopy to be broken (at distal part). The medical intervention was performed to remove the broken part and introduce with another coil resulting 30 minutes surgical delay. The procedure was completed with a new coil. No further information is available.

Manufacturer narrative:
Section b1 product problem: corrected: no product problem as the subject main coil was not broken. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection revealed that subject coil delivery wire was seen to be kinked. The main coil was seen to be stretched but it still attached and have no breaks present. Functional inspection was performed as the subject coil device was flushed but could not be advanced in the introducer sheath. The device had to be retracted out of the sheath. The reported event ¿main coil broken/fractured during use¿ was not confirmed during analysis as the coil was not broken. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. An assignable cause of ¿anticipated procedural complication¿ will be assigned to the reported ¿patient medical or surgical intervention required¿, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. The coil delivery wire was found to be kinked/ bent; and the main coil was found to be stretched. An assignable cause of ¿procedural factors¿ will be assigned to the as analyzed ¿main coil stretched' and ¿coil introducer sheath friction' as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of ¿handling damage¿ will be assigned to the as analyzed ¿coil delivery wire kinked/bent' since it is most likely that this damage occurred due to handling of delivery wire during the clinical procedure. An assignable cause of 'not confirmed' was assigned to the reported event ¿main coil broken/fractured during use' as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.